Event description:
Event description guidant received information that this transvenous defibrillation lead has a damaged is-1 conductor, and the implantable cardioverter defibrillator (ICD) is in fallback-mode. The (ICD) and lead were removed from service and replaced without issue.